Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2008, the patient presented with pre-op diagnosis of l4-5 degenerative spondylolisthesis with stenosis , radiculitis , pseudo-claudication. The patient underwent following procedure: l4-5 posterior lumbar interbody arthrodesis. L4-5 posterior arthrodesis l4-5 posterior pedicle screw instrumentation. Right iliac crest bone marrow aspiration. Morsellized local autograft. Large bmp-2 (bone morphogenetic protein) kit placement. Vitoss placement. Per op-notes, "...the trials were passed, and then the endplates were fenestrated with a large angled curette. The bone, which had been taken from the wound, had been morsellized on the back table, and after it was debrided of soft tissue, that morsellized bone was packed into the anterior interbody area. Trials were passed again. A bmp sponge prepared 30 minutes previously was packed in the interspace, and a second sponge was packed into a synthes peek cages. That cage was impacted anterior to the posterior vertebral body wall. It was visualized posteriorly. Surgeons proceeded with pedicle screw placement. .. The wound was thoroughly irrigated. The pars areas were decorticated bilaterally. The bmp sponges were packed in each gutter. This was covered with additional morsellized bone, and a vitoss, which had been should soaked in right iliac crest bone marrow aspiration. That bone marrow was aspirated through the subcutaneous space, introducing a large-bore needle into the posterior superior iliac spine and impacting at 50 mm in to withdraw that bone marrow,.. The rods were secured under neutral compression distraction. .. " the patient alleges unspecified injury due to the use of rhbmp-2

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.